Event description:
A doctor reported that the knife used during surgery was too blunt to make the incision. An alternate knife was obtained to make the incision and continue the procedure. Additional information has been requested. Additional information was received confirming that there was no impact to the patient.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip and cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the fourth complaint received against the final reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).